Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient vision was worse than before surgery and also had dysphotopsia. The iol was exchanged with an alternate iol approximately 6 months following the initial procedure. Additional information received and stated that. The patient also experienced halos, glare and poor vision. The contributory cause of the event was lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. (B)(4).